Event description:
It was reported that failure code ¿94¿ was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. A review of the alarm log identified an occurrence of failure code 94. No defect was observed during visual inspection. A review of the alarm log identified an occurrence of failure code 94. Failure code 94 alarm was detected during power on self-test. The assignable cause was determined to be inoperative main battery. To correct the condition, main battery was replaced. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.